Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right atrial leadless pacemaker (ralp) was unable to be implanted due to stenosis from patient anatomy. Eventually the ralp's helix was stretched. The ralp was not implanted on (B)(6) 2025, and a traditional pacer system was implanted on the following day, (B)(6) 2025, instead. Patient condition was stable throughout.

Manufacturer narrative:
Reported event of stretched helix was confirmed. Visual inspection noted outer helix length was out of specifications. The outer helix elongation is consistent with having occurred during procedure. Inner helix shows no anomalies. Longevity assessment and further analysis was performed, and the device exhibited normal device characteristics without any anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.